Event description:
It was reported that shaft break occurred. The target lesion was located in a right coronary artery. A 3.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon shaft snapped inside the patient. The device was completely removed and the procedure completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. At 68.1cm from the strain relief the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were no other damages or irregularities found to the device. Product analysis confirmed the reported break as there was separation of the device.

Event description:
It was reported that shaft break occurred. The target lesion was located in a right coronary artery. A 3.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon shaft snapped inside the patient. The device was completely removed and the procedure completed with a different device. No patient complications were reported.